Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer attempted to remove air from the cartridge and was able to resume insulin.